Event description:
It was reported by svc report that the bed was stuck up high, and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board.